Event description:
It was reported that during an unknown procedure, the triggering of the device, stapling whose purpose and not cut. The surgeon correctly powered the device but not stapling, did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification, the tlh30 does not have the capability to cut, it only staples. Please confirm that tlh30 is the correct product code. Did the device not staple (no staples deployed to the tissue)? Was the tissue excised prior to assessing the staple line? If the device did staple, what was the appearance of the staples? Yes, the device is tlh30. The device does not stapled and dr. Performed the cut with the scalpel without knowing that there was stapling, the tissue was fine. Additional information was requested and the following obtained: was there bleeding since the tissue was cut and there were no staples? Yes, bled if yes, now much blood was loss (ml)? Do not know how much in (ml) but was not exaggerated. Did the patient receive a blood transfusion? Not received transfusion.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tlh30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape.